Event description:
Initial complaint description stated that "fluoro marker ring came off during the procedure." Follow up complaint description, "the black rubber marker came unglued during testing just before procedure with transseptal approach. Navistar thermocool was put into xseptal sheath, during third time the rubber mark was pushed out of the xseptal sheath."

Manufacturer narrative:
The actual device was not available for eval at the time of this report. A DHR review has been completed. Analysis was performed on retained units from the identical lot that experienced the problem. The soft tip joint was visually inspected and mechanically tested. The retain units met design specifications for tip integrity and pull force. We have been unable to retrieve any additional information.